Event description:
The manufacturer received information alleging (rate value increase, volume value abnormal) occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed active exhalation verification during diagnostic testing due to a clogged in-line filter. An error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician also observed harden dust in the machine flow sensor and blower assembly. In conclusion, the device's in-line filter, in-line filter prox, machine flow sensor and blower assembly were replacement replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, after a software upgraded to version 1.06.10 an error code in relation to (speaker failed) was recorded in the device event log unrelated to the reportable malfunction/issue. The system board was replaced to address the issue. A 4-year preventative maintenance was required therefore the muffler assembly and air inlet foam filter were replaced. A preventative maintenance assessment was performed on the valves, internal and detachable battery and was confirmed in good condition therefore replacement was not required at this time. The device passed all final testing.